Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the leadless ipg exhibited a pacing problem and loss of capture. It was also reported that the leadless ipg dislodged due to pulling of the tether pin. The leadless ipg was recaptured using a snare inserted along the delivery system. The leadless ipg and delivery system were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01/ expiration date: 28-feb-2023 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 03-sep-2021 / labeled for single use: yes if information is provided in the future, a supplemental report will be issued.